Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a sapien 3 ultra resilia valve in the aortic position by transfemoral approach, after withdrawing the esheath+, it was noticed that the distal tip of the esheath+ was torn. No patient injury occurred, and patient was stable post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The provided imagery was evaluated and revealed the following: esheath distal tip appears torn. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on the provided imagery. Available information suggests procedural factors (variability in tip expansion) and/or patient factors (calcification, tortuosity) likely contributed to the event as per provided information, there was moderate calcification and tortuosity within patient's anatomy. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Additionally, tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, and tearing the tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.